Event description:
It was reported that the ceramic tip of two mitek vapr electrodes broke off during use in the same case. The fragments were retrieved from the body without incident. If this was to recur and the fragment not retrieved, it is possible that patient injury could potentially occur.